Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient applied to the hospital for discharge on the peg area on (B)(6) 2021. The peg tube was removed on (B)(6) 2021 due to infection on peg area. The patient received an unknown IV antibiotic. It was reported the patient lost weight from (B)(6) to (B)(6) within 5 months, for unknown reason.